Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise that resulted in oversensing was noted on the right atrial (ra) lead. No intervention was performed and the patient was stable and will continue to be monitored.

Manufacturer narrative:
Correction: g3 - date received by manufacturer should have been aug 19, 2022, not mar 29, 2021, as reported in follow-up report number 1.

Event description:
Related manufacturer reference number: 2017865-2022-19860 2017865-2021-15028 during a follow-up, noise that resulted in oversensing was noted on the right ventricular (rv) lead, right atrial lead (ra), and pacemaker. No intervention was performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.